Event description:
The customer reported that the device was showing its service indicator and after changing the battery, black boxes appears on the display indicator. In this condition, the device is locked up and could not function. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The customer did not wish to have the device repaired at this time and has requested the device be returned unrepaired. The device was not returned to physio-control for evaluation.the cause of the reported failure could not be determined.